Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction could not be verified. During the internal inspection of the device, extreme liquid water damage was found throughout the device compromising the investigation. The customer declined repair of the device. The device was returned to the customer labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.